Event description:
When the infusion set is positioned, the needle slips out of position instead of staying firmly positioned. Staff indicate this has happened on other occasions with this type of infusion set.